Manufacturer narrative:
Vyaire file identification:(B)(6). The suspect device will not be returned for further evaluation. Therefore, root cause was not determined. However, error logs reveals that vent need a new turbine. Part number of turbine was sent to the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator is giving vent inoperable alarm. Furthermore, there was no patient involvement associated with the event.